Event description:
Clinic notes dated (B)(6) 2014 note that the patient was seen with regard to generator replacement. It was noted that the patient was hospitalized the previous saturday for a flare in seizures and was released on (B)(6) 2014. Generator replacement surgery was consented and scheduled. No surgical intervention has been performed to date.

Event description:
The physician reported that he does not believe the one time increase in seizure activity was secondary to vns. The physician reported that on (B)(6) 2014 device diagnostics were "ok". The physician reported that the increase in seizures was likely secondary to hypoglycemia from the ketogenic diet. The physician reported that the patient has experienced improvement in seizure frequency with increased duty cycle and vns settings. Patient had improvement in seizure frequency with increasing duty cycle/settings. Generator replacement was discussed with the family for ifi - yes; however, the family declined replacement at this time. It was reported that the device duty cycle was changed at the last visit and the patient had an entire month seizure free.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient was hospitalized on (B)(6) 2014 due to an increase in seizures. It was noted that the patient's blood sugar was found to be in the 30s. The notes indicate that the patient's seizures frequency has decreased from almost daily down to 0-3 per month on a combination of vns and mad. It is unknown if the recent increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received that the patient had surgery. The generator will not be returned to the manufacturer for evaluation as the hospital will not returned explants.